Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0yka6, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had not felt any symptom improvement since implant ((B)(6) 2015). The patient reported they had back surgery before the implant (2015) and since then had no control over their bowels or urine. The patient stated they had nerve trauma/damage and that was why they had the device implanted. The patient had a program change about a month ago and since then they felt like there was a stick in their rectum. The patient was to follow up with their healthcare provider (hcp) on (B)(6) 2016. Additional information has been requested regarding interventions and patient outcome, but it was not available at the time of this report. If additional information is received, the event will be updated. Additional information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the interventions taken to resolve the patient's lack of therapeutic effect were they replaced both the electrode and the battery. The cause of the lack of effect was reported to be a fractured electrode.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.